Event description:
It was reported that the balloon was used to assist in an aneurysm coiling procedure. After deployed two coils, the balloon could not maintained inflate and was found ruptured. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The device has been evaluated. The balloon catheter was found leaked at 1.5mm from the distal tip and not ruptured. (B)(4)